Manufacturer narrative:
Upon receipt of the of this artificial urinary sphincter at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump, balloon and cuff were visually inspected and tested for leaks. The pump and balloon passed visual inspection and leak test. The pump passed functional test. No anomalies were found. The cuff had wear at a fold. The cuff passed the leak test. There was no reported device performance allegation. The reported patient symptom is a known risk associated with implant of this device as indicated in the instructions for use (IFU). Based on the information available, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was removed. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was removed. No further patient complications were reported.